Event description:
The surgeon implanted an aa4203tl silicone lens, but it tore as it was being inserted. The lens was removed with no pt injury or event. The facility stated it was unk as to why the lens tore. An msi-pr injector and an mtc-60c cartridge were used but the lot numbers were not provided by the facility.